Manufacturer narrative:
Customer's products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. One of the readings the customer reported was found in meter memory.

Event description:
The customer reported to baxter (B)(4) on (B)(6) 2010, an incident where the set leaked below the drip chamber with this pump compatible solution set. It is unknown when this incident occurred. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 104 mg/dl and 26 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.